Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis found that the lead flex cover was contaminated and the battery contacts were compressed. The lower case and side bail cover were broken.

Event description:
The external pulse generator was returned for correction due to a field advisory. It subsequently tested out of specification during the manufacturer's analysis.